Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not returned.

Event description:
It was reported that during routine maintenance the device was overheating. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The reported event of the device heating up was not confirmed since the product was not returned for evaluation. Based on a review of previous complaints with similar events, the device can heat up due to corroded internal components, worn bearings or extended duty cycles. Not available for evaluation.

Event description:
It was reported that during routine maintenance the device was overheating. There was no patient involvement and no adverse consequences reported.